Event description:
It was reported that the target lesion was in the distal diagonal artery with no calcification and 70% stenosis. The 3.5 x 12 mm xience prime stent could not cross to the target lesion through an unspecified previously implanted stent. The physician applied force, however the stent still could not cross. The device was retracted from the anatomy and the stent was noted to be bent, flared and loose on the balloon. No adverse patient effects were reported. A new 3.5 x 12 mm xience prime stent was used successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide cath: boston. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and stent retention issue was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.